Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint ¿broken cable¿. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. A review of the instrument log for the tenaculum forceps (part # 420207-10 / lot # n10190520 954) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4) , with 7 lives remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. There was no harm or injury to the patient and the customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.